Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button. Customer does not recall any significant events leading to the alarm. Customer stated that the device showed the meter readings, showed food; pressed food to put in carbohydrates and wouldn't take it, it went to 0 and showed recommended bolus and repeated sequence over and over. Blood glucose is 142 mg/dl. Nothing further reported.